Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a small amount of clenz leaking in the back of the coulter lh750 hematology analyzer. The customer had on a lab coat, gloves and eye protection at the time of occurrence. There was no exposure to open wounds or mucous membranes and medical attention was nt sought.

Manufacturer narrative:
A field service engineer (fse) went on-site and found drain chamber backing up with fluid due to debris in the fitting on top of the chamber. The fse removed the debris and verified proper operation of the chamber and replaced the line which provides pressure to drain. The issue was resolved.